Event description:
A pt presented with an infection 17 days following a skin cancer produced on their right shoulder. The site was debrided and the pt was administered antibiotic therapy.

Manufacturer narrative:
H6: no conclusion can be drawn at this time. K946271.